Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received power error detected alarm. The customer¿s blood glucose was 120 mg/dl. Troubleshooting was performed for power error detected alarm. The customer states the power error detected recurred within a week of troubleshooting previous occurrence. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.